Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that just prior to an implant attempt the battery voltage of the implantable pulse generator (ipg) was noted to be at the low end of the "normal" range. The device was not used during the implant. No patient complications have been reported as a result of this event.